Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitalized for end of life care. A ventricular tachycardia (vt) episode occurred, but there was no shock therapy delivered. It was determined this was a result of a shorted lead. Low out of range impedance measurements were noted on the right ventricular (rv) lead. Error messages for a shorted lead condition and high voltage during a charge were observed. An external shock was delivered to restore normal sinus rhythm. Boston scientific technical services (ts) reviewed the available data and recommended lead revision. No additional adverse patient effects were reported.

Event description:
Subsequent information was received that there were no further episodes after the medication was changed. No revision has been planned due to the patient's critical condition and end stage. The patient will remain in the hospital with a backup external defibrillator. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Information was subsequently received that further error messages were observed for the shorted lead condition. As a result, a new rv lead and device were implanted on the patient's right side. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted no anomalies. Review of the stored memory confirmed a shorted lead indicators were recorded by the device on mach 27, 2017. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.